Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. The most likely cause is patient factors /operational context, including extensive annular calcification extending along the entire anterior leaflet of the mitral valve and possible distortion of the porcelain aortic root and anterior leaflet of the mitral valve when implanting the aortic valve.

Manufacturer narrative:
Corrected g3- correct initial aware date of initial MDR is july 20, 2024.

Event description:
Through implant patient registry and medical records, it was learned a 23mm 11500a aortic valve was explanted at implant due mitral regurgitation. The explanted device was replaced with 21mm non-edwards valve. Explant was not due to deficiency of the original device. The patient tolerated the procedure well and was transferred to cvicu in stable condition. Per medical records, the patient underwent avr for severe native aortic valve stenosis with porcelain aortic root. Intraoperatively, the aortic annulus found to have extensive annular calcification extending along the entire anterior leaflet of the mitral valve. A 23mm 11500a aortic valve was implanted and seated nicely. Valve was fashioned in place with corknot device. Post bypass tee demonstrated significant mitral regurgitation with a dilated annulus. It was felt the regurgitation may be possibly due to distortion of the porcelain aortic root and anterior leaflet of the mitral valve. The heart was rearrested, and the ascending aorta was opened. The 23mm 11500a aortic valve was explanted and a 21mm non-edwards low-profile supra-annular mechanical valve was implanted. Patient also underwent mitral valve replacement with a 27mm non-edwards mechanical valve. The patient tolerated the procedure well and was transferred to cvicu in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.